Manufacturer narrative:
(B)(4).

Event description:
The pt lost therapeutic effect about three or four years prior. There were multiple lead breaks and the system was not working. The system was removed. It was stated that too much anesthesia was given during device removal and the pt experienced anaphylactic shock. Further info is being requested at this time.